Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The patient experienced weight loss. The ipg was explanted and replaced due to pocket site pain. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that patient was experiencing pain at ipg site following some recent weight loss. As a result, surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.